Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment regarding the broken output connectors. Both output connectors were broken. Atrial output connector was also broken off inside of device. There was no atrial connection. Hanger was broken. Keypad window was scratched. Lower case damaged, warped from pinched seal. Main label was missing. Main seal was pinched. Tube sleeve was missing. Both wires on the lcd (liquid crystal display) were pinched. (Not compromised). Both output connector nuts were discolored. Three case screws were contaminated. Hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output connectors on an epg (external pulse generator) were damaged. The device was returned for service. There was no patient involvement.